Event description:
It was reported that the foley catheter tamper evident seal was broken from the start.

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The product had caused the reported failure. The sample was evaluated, and it was observed that the connection between the catheter and the sample port was detached. The tamper-evident seal remained attached to the sample port but was torn. No catheter was returned for evaluation. The exact cause of how and when the problem occurred could not be determined. The reported event is confirmed as unknown cause. The reported event is confirmed as unknown cause. The potential root cause for this failure could be due to operator's handling method or user mishandling product. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or condition that would have contributed to the reported issue. Therefore, no additional action required at this time. Corrections: d, e, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter tamper evident seal was broken from the start.